Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable digoxin results from the cobas c 503 analytical unit. The initial result was 0.00 ng/ml with a data flag. The sample was repeated 10 times and the result was always 0.00 ng/ml with a data flag. The sample was repeated on a unicel dxi 800 access immunoassay system (beckman) instrument and the result was 0.33 ng/ml.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.